Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, eight years and six of post deployment, a computed tomography (CT) abdomen and pelvis without contrast was performed and it revealed that the apex of the filter was mildly tilted but appears to be centrally located within the inferior vena cava. One of the filter struts does extend into the l4 vertebral body. Around, one year later, a computed tomography (CT) abdomen and pelvis without contrast was performed and it was revealed that a total of 6 prongs perforated the inferior vena cava and maximum distance of prongs perforated was 6mm. In coronal images, 6-degree tilt left to right and sagittal images 3-degree tilt posterior anterior. Therefore, the investigation is confirmed for filter tilt and perforation of the inferior vena cava (ivc). Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 07/2011).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and struts perforated the aortic, duodenum wall and l4 vertebral body. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.